Event description:
A report was received that the patient was experiencing increased pain due to severe lead migration. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient was having low back pain because the device was not covering it due to gross lead migration.

Manufacturer narrative:
.